Event description:
The customer called and stated that there is no insulin exiting the pump. It was indicated that the anomaly occurred during the prime. The customer stated that the leadscrew is detached on the right side and it is loose from the pump. At that time, the customer was advised that a replacement will be sent.